Event description:
It was reported that the ilet user attempted a supply change while reusing a previously changed cartridge and initially applied the teflon inset infusion set (23", 6 mm) without removing the backing paper, resulting in the site not adhering. After guidance, the user replaced only the infusion site, kept the existing cartridge and tubing, attached the connector correctly, and resumed dosing without device alarms. There were no reported adverse clinical effects and no changes in blood glucose. Outcomes included successful resumption of therapy without interruption in glycemic control and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education on correct infusion set application and connection. Investigation of this case revealed improper deployment of the infusion set due to user technique, with no device malfunction identified and the infusion set component implicated only by application error. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application.